Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9052984. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-21. Medical device lot #: 9242173. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-08-30.

Event description:
It was reported that a cracked tube and label error were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "gel smear, defective marking." 4 occurrences were reported.

Manufacturer narrative:
Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for gel smearing and double printing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a cracked tube and label error were found before use with bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "gel smear, defective marking" 4 occurrences were reported.